Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported from the renal unit that the devices do not have barcodes for scanning purposes. The information provided was from feedback from the staff from a site visit with the clinical practice consultant. Although requested there was no additional information provided at this time.

Manufacturer narrative:
The reported event of device had missing barcodes was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of missing barcodes . Based on the crb review and the limited information provided no further investigation actions will be performed. The customer confirmed that the device had missing barcodes which is related to the failure. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pcu 1.5 module missing barcodes could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported from the renal unit that the devices do not have barcodes for scanning purposes. The information provided was from feedback from the staff from a site visit with the clinical practice consultant. Although requested there was no additional information per customer .